Event description:
It was reported that the surgeon implanted a micl 12.6 implantable collamer lens on (B)(6)2010. On the patient post-treatment follow-up form at 6 months, the patient stated "night time halos around lights" information was obtained from the physician confirming the patient's report. The condition is ongoing and the cause was due to pupil size. The prognosis was good and the impact of the condition was none. Patient was taking alphagan to treat halos, but reported it did not help. This report is for the left eye. See MFR report #2023826-2010-01037 for the right.

Manufacturer narrative:
(B)(4): evaluation results: a work order search was performed and there were no similar complaint found. Conclusion: based on the complaint history and work order search, the root cause of the event was the size of te patient's pupils. (B)(4).